Event description:
The hcp reported the pt was experiencing opiate withdrawal symptoms. The pump had been programmed with a 0.5ml alarm volume which the hcp reported to be "too low." The pump was refilled. The pt is reported to have recovered without sequela.